Manufacturer narrative:
Internal complaint number: case (B)(4).

Event description:
It was reported that during surgery, the ruler end cap was broken. The procedure was resumed, without any delay, using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that a ruler end cap broken. After further clarification and information received states that the device broke at the end cap which is external to the patient, it was determined that the issue does not meet the criteria to be reportable; and therefore, there was no serious injury. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury. While this event is no longer considered reportable, this report is being submitted as a courtesy to provide updated investigation results based on the return and evaluation of the complaint device subsequent to the submission of our previous report. The device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.